Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inducing ventricular fibrillation (vf) with this subcutaneous implantable cardioverter defibrillator (s-ICD). When attempting to induce, the s-ICD started to charge for an unknown reason as the patient was noted to be in a normal sinus rhythm. The field representative was able to abort the charge prior to the device delivering therapy. At the time when the device started to charge the physician was suturing and the device was on an electrocautery tool, however it was not on. The s-ICD was re-interrogated but once again would not induce the patient. It was observed that the telemetry wand was close to the device near the pocket. Another interrogation was performed and the patient was able to be successfully induced to vf, however the shock did not convert the patient at 65 joules. A different s-ICD was then given to the physician and successfully implanted. The data from this attempted s-ICD was sent into boston scientific engineering for evaluation. Upon evaluation engineering noted there may have been temporary air entrapment resulting in a few seconds of oversensing causing the device to charge. Engineering found that the condition self-resolved prior to the abort button being selected. Engineering also found that the induction telemetry command was not successful and that telemetry may not have been optimal with the wand placement, even though it was closely located to the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Testing showed no noise on the electrogram. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.